Manufacturer narrative:
Additional information: the affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: the patient is a 70-year-old female scheduled for exploratory laparotomy under general anesthesia due to small bowel obstruction. After tracheal intubation, a fiberoptic bronchoscope was used to check for any gastrointestinal contents entering the trachea. Once connected, a large dark circle appeared in the middle of the monitor, obstructing the view. Another fiberoptic bronchoscope was therefore used for examination. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).